Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, the cuff did not deflate on the tracheal tube. The cuff was pre-tested prior to use. There was no patient harm.